Event description:
A customer reported that the laser probe was stuck in the trocar cannula while being used and the light was unable to reach the targeting area. The probe was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).